Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient said their ins had died and they are wanting to meet with a manufacturer representative (rep) at their healthcare provider's (hcp) office. The patient said they last charged last month, but they kept noticing the recharging wouldn't go all the way over (clarified would not show ins was all the way full). The patient then said they tried to charge again last week, but was not able to. Patient services reviewed the role of the rep and tried to provide nas number, but the patient said the office told them to call medtronic. Patient services emailed field team in the patient's area. No symptoms were reported.